Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. An unsuccessful attempt was made to achieve hemostasis using a non-abbott device. Hemostasis was ultimately achieved using manual compression. After completion of the procedure, one foot of the proglide device was found to be missing and the location of the foot is unk. There was no reported adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted the posterior portion of the foot was broken off and was not returned. The posterior needle tip was cracked from striking and breaking the posterior foot. The returned lever, suture, sheath, guide and body of the device components were within specifications. Due to the broken posterior foot the needle trajectory test could not be performed. The needle trajectory of each device is inspected twice during manufacturing. As stated in the proglide training and trouble shooting guide a cuff miss and foot break have similar results, therefore the reported experience is confirmed. Based on the condition of the returned device, the most probable root cause for the posterior foot break is related to the operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. And also, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. Based on the investigation findings, the root cause for the complaint was caused by incorrect technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03820 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the patient suffered two distinct burns under two of the four patient return grounding pads. The cancer/lesion was within the body of the kidney, but extended very close to the collecting chamber so the patient had a continual flow of dextrose being infused up his urethra and into his kidney to cool and protect the collecting chamber. The machine was run as per protocol for a 3.5cm coaccess needle. Three cycles of 15 minutes were performed. On the fourth cycle, the electrode was slightly re-positioned and after 10 minutes roll-off occurred. However, when the grounding pads were removed the patient had red inflamed patches under two of the four pads which required dressing. The account further indicated that during the procedure chilled saline bags were placed on top of the grounding pads to dissipate the heat. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the account indicated that the customer was discharged in the usual manner without issue.